Manufacturer narrative:
The reported event could not be confirmed, because the complained device has not been returned. The investigations conducted are based on the test of the retain samples and the review of the batch manufacturing record (bmr). The device is manufactured by stryker (B)(4). The complaint information was forwarded to the manufacturing facility. The retain samples passed the tests. Furthermore, the batch record was investigated by the supplier with the following results: ¿(¿) it has been confirmed that the product and its components (liquid and powder components) were manufactured per validated conditions. (¿)¿. The exact root cause could not be determined, but according to the design risk analysis these are possible root causes: sodium phosphate crystallizes to inner barrel wall causing liquid syringe plunger to stick. No indications were found for any material or manufacturing related issues. The threshold of the expected occurrence rate is not exceeded. Therefore no further actions were deemed necessary at this time.

Event description:
It was reported that during a procedure conducted at the user facility the hydroset became highly viscous to use after being mixed . No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Discarded at the facility.

Event description:
It was reported that during a procedure conducted at the user facility the hydroset became highly viscous to use after being mixed . No patient involvement, no medical intervention and no adverse consequences were reported with this event.